Manufacturer narrative:
Report number: mw5070562.

Event description:
It was reported that the patient complained of their implantable cardioverter defibrillator discharging an odor. No further information was reported.